Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 20 synergy¿ drug-eluting stent, the stent dislodged when the protector was removed from the stent delivery system. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device lot number corrected from 0019714370 to 0019544158. Device expiration date corrected from 03/05/2018 to 01/21/2018. Device manufactured date corrected from 09/25/2016 to 08/17/2016. Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds. The stent was damaged and stretched for its entire length. The max crimped stent profile was found to be within max crimped stent profile measurement. The balloon body was reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the stent and balloon at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. A stent protector was returned with the device. The ID (inner diameter) of the stent protector was measured and was within measurement. Based on the stent protector ID and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 20 synergy¿ drug-eluting stent, the stent dislodged when the protector was removed from the stent delivery system. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.